Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received an open book image on the insulin pump screen. The customer's blood glucose level was 152 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement test, and displacement test. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace (sda) and pin trace on keypad assembly. Device received with high sleeping current due to corroded battery tube along with corroded electronic assemblies from moisture exposure. No critical pump error alarms noted while testing.